Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: d9. H3 ¿ the device is not being returned for evaluation. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred."

Event description:
Additional information received 15jan2026: device will not be returned.

Manufacturer narrative:
E1 - title: supply chain manager g4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the ncircle tipless stone extractor was difficult to advance during an ureteroscopy procedure with laser lithotripsy and stone removal. The basket was noted to be 'very thin' and would bend when advancing through the scope making the advancement difficult and the device unusable. A competitor's device was used to complete the procedure. The device was tested prior to use. A laser was used during the procedure. Additional force was needed to advance the device. The basket was noted to be bent. It is unknown if the patient had tortuous, calcified or scarred anatomy. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.